Manufacturer narrative:
The information provided by bard represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bard. The device has not been returned, at this time, to the manufacturer for evaluation. A lot history review (lhr) review is not possible, as no manufacturing lot number has been provided by the complainant. Device has not yet been returned for evaluation.

Event description:
It was reported that the adaptor could not be connected with infusion set & syringe firmly and caused the drug leak. No other information was provided.

Manufacturer narrative:
The following were reviewed as part of this investigation: patient severity, frequency analysis, applicable previous investigation(s), sample (if available), applicable fmea documents, labeling, and applicable manufacture records. Based on a review of this information, the following was concluded: it is possible that the reported leak occurred at the tubing connection site due to the luer adaptor being out of specification. What caused the luer adaptor to be out of specification could not be determined. One 22g safestep infusion set was returned for investigation with an extension set that was not included in the safestep device kit. The black clamp was closed over the safestep extension set tubing. The safety mechanism was engaged over the needle. Functional testing revealed that the safestep infusion set was patent to infusion. When the infusion set was pressurized with water from a slip fit syringe and a luer lock syringe, no leaks were detected at the connection between the syringes and the female luer adaptor. Inspection of the luer adaptor using an iso plug gage revealed that the luer taper was not within specification, which may have contributed to the alleged leak. The luer taper gage could not be inserted adequately within the luer adaptor. The luer adaptor may have been slightly out of round from prolonged exposure to excessive heat shipping, autoclaving, resterilization, or environmental conditions outside bd control. Microscopic inspection of the luer hub did not reveal any thread damage, stress cracking, or material discoloration. Since manufacturing conditions were a potential contributing factor, the supplier was notified of this complaint and appropriate follow up will be conducted by the supplier quality team. A lot history review (lhr) review is not possible, as no manufacturing lot number has been provided by the complainant.

Event description:
It was reported that the adaptor could not be connected with infusion set & syringe firmly and caused the drug leak. No other information was provided.